Event description:
The monopolar scissor was inserted through the trocar and into the pt following the malfunction of the pk. Black ring falls off the pt. The black ring was removed. The cavity was surveyed and nothing else was seen. Pk with ring was sent to intuitive; staff thought the ring was part of the pk. The monopolar scissor was used again on (B)(6) 2015. No problems. Ics contacted operating room that the ring was not part of the pk; thought it may be part of the ms. Ics instructed operating room to remove ms from service and requested the ms to be returned to ics. Risk management was informed on (B)(6) 2015 and sequestered the ms. Ics requested picture of ms which was sent on 09/04/2015. Facility received report from intuitive on 09/22/2015. Black ring was part of the ms not the pk. Dates of use: (B)(6) 2015.